Event description:
It was reported that the patient underwent a revision procedure due to the device not working and the patient wanted the device replaced with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The patient was good following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working and the patient wanted the device replaced with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The patient was good following the procedure.